Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse replaced valves 6 and 11. The reagent syringes were rebuilt and system prime was verified without further leakage. The fse verified the repair and system validated. The unit conformed to the manufacturer's published performance specifications. The customer has risk management/exposure control plan at the facility.

Event description:
The customer reported fluid leaked from the front, left side of the unit with diff+ system errors, involving coulter act 5diff cap pierce (cp). The customer noted the fluid leak appeared to be wbc (white blood cell) lysed reagent coming from the syringe. The customer had on personal protective equipment (ppe), gloves and laboratory coat when the leak was discovered. Beckman coulter customer technical service (cts) advised the customer to discontinue operating the unit. The customer stated the unit was operational since quality controls were within specification. There has been no report of patient results impacted. There has been no report of patient injury or change in patient treatment associated with this event. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.